Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement (reason for replacement not reported), the new pump was programmed to the same infusion rate that was found after interrogating the old pump (morphine 30 mg/ml at 5 mg/day). Later in the evening, the patient was extremely drowsy and hard to arouse post-surgery. The pump was then programmed to minimum rate and a narcan drip was administered. Upon contacting the refill physician, he reported that he was only filling the pump with a 10 mg/ml concentration but the pump was programmed as 30 mg/ml. A decision was made to aspirate the pump reservoir, pump tubing and catheter, and then refill the reservoir with a concentration of 5 mg/ml with a daily infusion rate of 0.5 mg/day. There was reported to be no patient injury and the patient recovered without sequela.